Event description:
It was reported that during a clinic visit, the health care professional (hcp) experienced difficulties interrogating this implantable cardioverter defibrillator (ICD) device. The hcp called technical services (ts) and requested troubleshooting assistance. Troubleshooting efforts were attempted, however were unsuccessful because programmer still was unable to read device data. Ts recommended the hcp to contact the local field representative for further assistance. No adverse patient effects were reported. The ICD and programmer remain in service.